Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remians implanted.

Event description:
It was reported that clinical subject received a star in the right ankle on (B)(6) 2013. The subject showed delayed wound healing with skin necrosis on (B)(6) 2013 and was referred to plastic surgery. This event was resolved on (B)(6) 2013.

Manufacturer narrative:
The reported event was reviewed and evaluated by a hcp to define whether the product did contribute to the event. The hcp defined the case as sae; according to procedure dqi 20-030 ¿clinical investigation - adverse event reporting¿ sae means serious adverse event and is not device-related. Therefore a relationship between the reported delayed wound healing/ skin necrosis and the implanted star ankle components can be excluded.

Event description:
It was reported that clinical subject received a star in the right ankle on (B)(6)2013. The subject showed delayed wound healing with skin necrosis on (B)(6)2013 and was referred to plastic surgery. This event was resolved on (B)(6)2013.